Event description:
Device 2 of 2. Reference MFR report: 1627487-013-04807. It was reported the pt was unable to increase the amplitude of the stimulation as the programs were auto-reducing. The pt was unable to feel effective stimulation. F/u identified the physician tested the lead and revealed it had high impedances. The physician replaced the lead with two new leads. It was reported the ipg was tested during the procedure and was nonresponsive. The physician also replaced the ipg. It was reported the pt received effective stimulation postoperative with the new scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.